Manufacturer narrative:
It was reported to abbott, a patient¿s pocket had opened and the ipg was visible. The device had protruded through the skin. Due to the concern for infection, the entire system was explanted without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's scs ipg was protruding through the skin. Surgical intervention took place where the ipg was explanted.